Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to hyperglycemia on unknown date. The customer¿s blood glucose level was unknown at time of incident. The customer stopped using insulin pump therapy after pump failure event and glucose stay high. Customer go to hospitalization. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.